Event description:
It was reported to boston scientific corporation on april 11, 2006 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure with dilation in 2006 (patient gender, age and weight unknown). According to the complainant, during the procedure the physician had difficulty deflating the balloon. The balloon was eventually deflated and removed from the scope. The procedure was completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.